Manufacturer narrative:
The ge rep conducted an on site investigation. The power supply connector and the fuse were reseated. The system was tested and is operating as intended.

Event description:
The customer reported that the 2800 system would not fluoro. No pt injury was reported.